Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture and residue/debris on the lens in a microcentrifuge tube. Visual inspection found no visible damages to the lens. Dimensional inspections found the lens to be within specifications. Functional inspections found the lens did not meet original values measured at the time of manufacturing. H6: type of investigation 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. The lens was explanted. The patient underwent a phacoemulsification and cataract surgery. An iol insertion performed. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Over/under correction and secondary surgical intervention to remove/replace/reposition are identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H3: device evaluation is required but has not yet been performed. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).